Manufacturer narrative:
(B)(4). The customer reported the device fails to power up on battery power. There was no report of pt involvement. The device was evaluated by a philips field svc engineer and the issue was verified. The ac power supply was found to be defective. Replacing the ac power supply resolved the reported issue. The device passed testing and was returned to the customer.

Event description:
The customer reported the device fails to power up on battery power. There was no report of pt involvement.